Event description:
Distributors in another country reported to us that they had sold a 900mr751 (heater wire assembly - 27w 1.5m inspiratory) and the connector was not straight. This was found when the package was opened their customer found it difficult to connect and disconnect the heater wire adaptor. No patient harm was reported.

Manufacturer narrative:
This is a malfunction that has been reported to MFR by a distributor in another country. We are still waiting for the sample; however, we have reviewed photographs taken by the distributor. Results - the evaluation of the device is pending the return of the sample. Conclusions - no conclusions can be made until the return of the sample.